Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose and the diabetes ketoacidosis. The customer¿s blood glucose level was 600 mg/dl. The customer had nausea. The customer reported that the insulin pump was not working. The device will be returned for the analysis.